Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source study of minimally invasive oesophagectomy procedure, there were 150 patients included on the study. There were 24 cases intra-operatively that were converted to open procedures for unknown reason.